Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen had dimmed down and become very difficult to read and seems like screen was faded. The customer¿s blood glucose was unknown at the time of incident. The customer report bubbles behind screen on each corner and also mention that the insulin pump makes a grinding sound during the rewind process. The insulin pump will not be returned for analysis.